Event description:
Caller states customer was unable to obtain a result on the aviva system due to an error on the device. Caller states customer was hospitalized and treated for hyperglycemia. No further details available. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Manufacturer was unable to obtain this information it was unknown if the initial reporter sent report to the FDA.